Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alerts 58, 59, and 69, indicating program or algorithm execution issues, while the device battery was charged above 50%; the user noted a blood glucose of 262 mg/dl and, after guidance, restarted the device, after which the alerts did not persist. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an algorithm-related malfunction consistent with program or data integrity issues associated with the device¿s circuit board. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.